Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 7 MDR's filed for the same patient (reference 0009610576-2016-00009 / 00014 and 3006946279-2016-00377).

Event description:
Patient underwent a knee revision procedure due to unknown reasons. No additional information has been provided.